Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient with an anti-jka did not react in gel. Customer had observed 3-4 + reactivity with homozygous jka + cells using solid phase. Gel testing was being performed as a confirmatory test. No erroneous results were reported.